Event description:
Surgeon stapling mesh during an inguinal hernia when the device discharged 3 tacks rather than one at a time. Md had to retrieve extra tacks. This occurred several times.no patient harm.